Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while a pump was infusing there was a leak. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak during infusion was not confirmed. Visual inspection showed the set's male luer tip was completely broken off and remained stuck in the top of a non-bd needle free valve. There were no apparent tool marks or indications of stress on the valve or male luer exterior. Functional and pressure testing resulted in no pump alarms, observed leaks, or other irregularities. The cause of the breakage to the luer was not determined.

Manufacturer narrative:
Additional information provided.